Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal team, this male patient had a bilateral in 2011, with a revision of the left knee in 2016 due to complications with implant device. Surgeon is certain this one is due to breakdown of the device due to the recall.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the legal team, this male patient had a bilateral tkr in 2011, with a revision of the left knee in 2016 due to complications with implant device. Surgeon is certain this one is due to breakdown of the device due to the recall. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.